Event description:
It was reported that on (B)(6) 2012, a 21mm trifecta valve was implanted in a patient with severe aortic regurgitation. On (B)(6) 2022, it was reported that the patient was experiencing intermittent failure symptoms and was diagnosed with aortic and calcified stenosis, which was confirmed by echocardiogram. A surgical intervention was discussed and planned. The patient¿s current status was noted as having chronic coronary syndromes (ccs) class I and new york heart association (nyha) ii.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of intermittent failure symptoms and calcific aortic stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient¿s medical history included moderate aortic regurgitation, severe aortic stenosis, and mild mitral regurgitation. Based on the information received, the cause of the reported incident could not be conclusively determined. Factors that may cause or contribute to structural valve deterioration of heart valves include implant-related factors, biological factors, and patient-related factors. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
An event of intermittent failure symptoms, aortic and calcified stenosis was reported. The patient medical history included moderate ar, severe as, mild mr. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2012, a 21mm trifecta valve was implanted in a patient with severe aortic regurgitation. On (B)(6) 2022, it was reported that the patient was experiencing intermittent failure symptoms and was diagnosed with aortic and calcified stenosis, which was confirmed by echocardiogram. A surgical intervention was discussed and planned. The patient status is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2012, a 21mm trifecta valve was implanted in a patient with severe aortic regurgitation. On (B)(6) 2022, it was reported that the patient was experiencing intermittent failure symptoms and was diagnosed with aortic and calcified stenosis, which was confirmed by echocardiogram. A surgical intervention was discussed and planned. The patient status is unknown.